Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Not returned for review.

Event description:
It was reported the scope broke while the doctor was draping the handpiece. The procedure was extended about an hour as the doctor had to get another scope ready to use.